Event description:
Customer reported via phone call that the insulin pump is alarming. The blood glucose reading is 211 mg/dl. Customer states that the insulin is squirting out of the insulin pump. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with cracked reservoir tube lip, broken battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, broken belt clip slot, and cracked reservoir tube.